Event description:
Additional information received. Patient reported that the ins will be implanted for 9 years on (B)(6), and inquired if removing all of the implanted components would be possible. Pt reported the ins hasn't been working for years, and the pt has had the ins off for at least 5 years. Pt reported that it is starting to burn at the ins site. Reviewed role of ps and that removing an implant is a medical decision. Redirected the pt to the hcp to further discuss device removal. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt noted during the call that they cannot see very well, but pss was under the impression that this was unrelated to the device and therapy. [Please refer to 701153248 and 700402234 for previous overdischarges]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. Information was reported that the patient said her ins has not been working for at least two years now because of her living situation. The patient said she was not good with this anyway, it did help but at the same time she was not good with it. The patient said she drove with it on and overcharged it. The patient said she could not restart it on her own. The patient said she has been without the apparatus because unfortunately she was living on the streets and it was lost in her travels. The patient said she thinks it has been overdischarged two times. The patient kind of wants it out. No further complications were reported. No additional patient symptoms were reported.